Event description:
Critical care units having many trouble shooting issues with the pumps malfunctioning and alarming on several pumps and several patients with the use of promote with fiber. Representative from covidien has been contacted and involved with the issues. It was determined that the pumps and tubing clog and stop pumping when promote with fiber is used. Clinical engineering has also investigated and noted that there have been inconsistencies with the thickness of the kangaroo tubing. The representative from covidien has taken tubing samples and all of our concerns back to the manufacturer to determine a solution to this problem.what was the original intended procedure?providing prescribing tube feeding at the prescribed rate.device #1is this a laboratory device or laboratory test?no.